Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.

Event description:
The advocate stated the customer received high out of range control results of 192 and 304mg/dl on her contour next ez meter. The meter did not automatically mark them as control tests, which will be displayed as a blood results when accessing the meter¿s memory. No adverse event was alleged. The control solution was returned for evaluation. New meter, strips and control were sent to the customer.